Event description:
Customer reported device = 275 mg/dl. Customer was having pain in their side and trouble urinating. Customer was taken to hospital. Hospital device = 244 mg/dl. Customer was given insulin and an IV. Customer's blood glucose was monitored every 4 hours in the hospital. No other treatment information was provided. Controls were expired and had not been used in four months. Test strips expired. A request was made for return product and replacement product was sent.